Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that electrode was broken and they were able to remove it out of the skin.. The customer¿s blood glucose was unknown. The customer not recalls any significant events leading to the reported issue. Customer reports the sensor is still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.